Manufacturer narrative:
Date sent to the FDA: 09/08/2021.

Manufacturer narrative:
Date sent to the FDA: 09/13/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: 2240,1695,1685, 3189 - surgical intervention. Event: it was reported that patient underwent removal of mesh on (B)(6) 2017 due to abdominal pain, hernia recurrence and adhesion.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.